Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. It was reported to boston scientific corporation that a percuflex stent was to be used for a cystoscope room for bladder examination and placement of ureteral stent procedure, to be performed in the bladder and ureter on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent was broken along the shaft. The procedure was cancelled and was rescheduled due to this event. There were no patient complications reported as a result of this event.